Manufacturer narrative:
Findings: unit had a missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched case and a pillowing keypad overlay. Unable to perform the displacement test due to missing retainer. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that catheter logement was broken. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.